Event description:
There were four endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the mid rca, one in the 1st diagonal branch and one in the left main. The site reported that an mi occurred one day post stent implantation. No further details are available. Patient was asymptomatic / free of symptoms at 30 days post index procedure. Patient experienced stable angina at 6 months follow up and silent ischemia at 1 year follow up. Patient was asymptomatic / free of symptoms at 1.5 year, 2 years and 2.5 years follow up. (Ref MFR # 9612164-2011-01770, 9612164-2011-01771, 9612164-2011-01772, 9612164-2011-01773).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).